Event description:
Boston scientific received information that prior to replacing the device due to normal battery depletion high pacing impedances were noted on this right atrial lead. The device was replaced and a new device was connected to this same right atrial lead, and out of range pacing impedances were noted. The patient does not need stimulation in right atrial position, so the right atrial output of the generator is programmed for sensing without stimulating. Due to this reason, the right atrial lead remains implanted. No adverse patient effects were reported. Normal follow ups will be performed in order to monitor the patient.

Manufacturer narrative:
Should additional information become available this investigation will be updated.